Event description:
Initially the customer reported that the device would not pass op check. There was no additional information to support that the device was less than fully functional for the delivery of therapy at that time. Note that opcheck failure alone does not indicate a device malfunction. On (B)(6) 2011 new information became available, and the reported symptom was clarified as a failure to deliver energy during opcheck.

Manufacturer narrative:
(B)(4). Initially the customer reported that the device would not pass op check. There was no additional information to support that the device was less than fully functional for the delivery of therapy at that time. Note that opcheck failure alone does not indicate a device malfunction. On (B)(6) 2011 new information became available, and the reported symptom was clarified as a failure to deliver energy during opcheck. This new information makes this complaint reportable. The device was evaluated by a third party service provider and the symptom was verified. Replacing the therapy pca resolved the issue.